Event description:
It was reported when using the pyxis anesthesia system (pas) that it had a drawer failure. Drawer isn't recognized as configured. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this inciden

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the defective open/close sensor. A field service engineer replaced the open/close sensor on 2-2 and reconfigured drawers 2-1 and 2-2 to resolve the issue. The system functioned as intended after a field service engineer troubleshot the device.